Event description:
The customer stated that the lid opens while spinning and it does not retain speed.

Manufacturer narrative:
Statspin centrifuge reported to have its lid "pop" open and a wrench light that comes on while the centrifuge is in operation. No injuries reported.